Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-20, batch 37622049 was received for investigation. The reamer ar-9676 was received stuck inside. Upon visual inspection, it was determined that a reamer is lodged within the device. Damage was observed on the connector hole of the ar-9676. Scratch lines were also noted on the collar of the ar-9597-20. The interior of the reamer cannot be evaluated because the ar-9676 is jammed inside. Functional testing was not performed due to the devices binding together. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Event description:
On 6/18/2024 it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft got stuck/fused with the ar-9597-20 angled reamer sleeve. The case was completed with a backup set to use. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 7/11/2024: this was discovered on (B)(6) 2024 during a reverse total shoulder procedure.

Manufacturer narrative:
Additional information: b5, g3.